Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. Deflation was discovered during a physical exam. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/14/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were found. No anomalies were found. The complaint was not confirmed since no anomalies were found on the device. Mentor performs 100% inspection and testing of all devices prior to release. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/17/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/11/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 03/11/2018, mentor received the following additional information about the event: suspect medical device is a mentor smooth round high profile 500cc saline breast prosthesis, cat. #3503500, lot #5921310, serial # (B)(4). Concomitant product is a mentor smooth round high profile 500cc saline breast prosthesis, cat #3503500, lot #5921310, serial # (B)(4). Patient underwent replacement surgery after explantation on (B)(6) 2018. Replacement implants are mentor smooth round high profile 500cc saline breast prostheses. The PMA number for the suspect medical device is p990075. On 03/11/2018, mentor received updated information. Corrections to the initial report: it was originally reported that the date of event is (B)(6) 2018. The correct date of the event is (B)(6) 2017. It was originally reported that the patient age at the time of event is (B)(6) years old. The correct age is (B)(6) years old. Manufacturer's reference number: (B)(4).